Event description:
--

Event description:
Boston scientific received information that during the routine device replacement procedure, the chronic leads were tested on the pacing system analyzer (psa) with good measurements observed. When this right atrial (ra) lead was connected to the new device, the ra pacing impedance measurement was greater than 3,000 ohms. It was confirmed the lead was fully inserted into the device header, and the setscrews were tightened. The ra lead was able to sense properly. It was reported that the patient had chronic atrial fibrillation (af), so the device was reprogrammed to vvir and no revision procedure was planned. An x-ray was later performed, and no lead damage was visualized. The cause of the out-of-range pacing impedance could not be determined. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
At the patient¿s next follow-up, the ra pacing impedance measurements were still greater than 3,000 ohms. It was noted that the right ventricular (rv) lead pacing impedance measurement was also higher than expected, at 1740 ohms, so another device check was scheduled for the following month. At the next follow-up, both the ra and rv pacing impedance measurements were greater than 3,000 ohms, so the patient was hospitalized pending a lead revision. When the leads were tested prior to the procedure, the rv lead impedance was within normal range. During the procedure, the ra lead terminal pin was removed from the non-boston scientific device without loosening the setscrew. It was suspected that the out-of-range impedance on the ra lead was due to the loose setscrew. The lead was tested on the pacing system analyzer (psa) and normal measurements were observed. The ra lead was reconnected to the device, the setscrew was confirmed to be tightened, and the lead was not able to be removed with gentle tugging; however, the pacing impedance measurement with the device remained greater than 3,000 ohms. A device issue was then suspected and a new device was implanted with a new rv lead. The explanted device was returned to its manufacturer for analysis. This ra lead remains in service with the new device, with no further issues reported.

Manufacturer narrative:
The lead remains implanted but not in use, as the ra lead was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.